Event description:
It was reported that during a thyroidectomy procedure, when the device was activated small, small pieces from the tissue gap came loose. The surgeon's description was it looked like snow. He took up a second device and same thing happened. Then they decided to take another new device from another batch. And the device worked ok. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that two used devices and one sterile device were returned in good condition. The devices were tested with a generator and was all functional. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. Device c.